Event description:
While treating a pt in cardiac arrest (age & gender unk) the device delivered three discharges of energy appropriately; however, on the fourth attempt to deliver energy, at 200 joules the device stopped charging at 150 joules. There was no adverse effect to the pt due to the reported malfunction.